Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past low blood glucose (bg) level of 62 mg/dl. Low bg cause was not known. Customer¿s wife assisted customer by giving them a glucose tablet, drink of juice and piece of candy to address bg. Reportedly, bg level was now normalizing. Customer was instructed to contact tandem technical support when low bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.